Manufacturer narrative:
An evaluation of the device cannot be performed as the device was contaminated with blood and was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported: "doctor (B)(4) was trialing a triathlon size 6 - 13mm tibial insert trial when it cracked. He placed it on the mayo and asked for the next biggest size."